Event description:
Rptr had been wearing the product for approx 2 1/2 hrs when she was stuck by a needle. She stated that prior to using the product she examined it and did not notice anything unusual. Rptr believes that the needle had been embedded in the product and had worked its way to the surface. She did not remove the needle from the product and from what was visible the needle appeared to be at least 1 1/2 - 2 inches long. Rptr immediately contacted the MFR. Reps requested that the product with the needle and all remaining product be sent to them. Rptr photographed the product. All product was sent to co. Rptr was given an ointment to treat the inflammed area surrounding the puncture site. She experienced pain for 3 mos. In addition, rptr has been given stress medication for nightmares and stress caused by this incident. The product was 3-4 yrs old and the firm is 99.9% sure that the needle did not come from their facility. Rptr had not noticed anything unusual about the box or the product. When rptr attempted to purchase another box she was not able to find one. When she eventually did locate the product again the packaging had been changed. The firm has offered to fly rptr to the factory for a tour.